Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed clock monitor frequency error every hour and also reported damage. Customer was assisted with troubleshooting for damage. Customer stated that insulin battery compartment was damaged. Customer's blood glucose at the time of incident was 156mg/dl. No troubleshooting was performed to clear alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specific range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm and clock monitor frequency error alarm noted. The insulin pump was received with broken battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Hold for lw